Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, treatment, hospitalization, patient outcome and action taken with pd therapy were not reported.  No additional information is available.

Manufacturer narrative:
It was previously reported that the cause of peritonitis was not reported however during follow-up, the cause was reported to be due to cut in the catheter. On the same day as the event onset, the patient was treated with vancomycin injection (1gm, every 4th day, discontinued after 13 days) and ceftazidime injection (1gm, per day, discontinued after 13 days) for peritonitis. At the time of this report, the patient has recovered 13 days after the event onset. Based on additional information received, the unknown baxter disposable was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.